Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "it was reported that the tip of the swg was found deformed upon opening the kit. Therefore, a new kit was opened instead." No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, swg assembly for analysis. The assembly cap was not returned. No definite signs-of-use were observed. Visual analysis revealed that the guide wire contained one kink/offset coil. During normal assembly this kink would have been located inside the guide wire cap, protecting it from damage. The distal j-bend was intact. Both welds appeared spherical and fully formed. The guide wire total length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .795mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The returned guide wire was advanced through a lab inventory ars and 18 ga introducer needle to functionally test. The swg passed through both with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. The manufacturing facility for the guide wire assembly was contacted as part of this complaint investigation. They confirmed that it is likely that this event occurred during the assembly process. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged". The customer report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained one single kink/offset coil on the j-bend. The swg passed all relevant dimensional and functional inspection. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal packaging, the portion of the guide wire that kinked would have been located inside the swg cap, protecting it from damage. Despite this, confirmation with the manufacturer revealed that this event likely occurred during the assembly process. Therefore, the root cause for this complaint is manufacturing. A non-conformance request was initiated as part of this complaint investigation. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "it was reported that the tip of the swg was found deformed upon opening the kit. Therefore, a new kit was opened instead." No patient involvement reported.